Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1 had failed. A field service engineer (fse) confirmed that customer had requested to reschedule the ticket due to no staff being available. Later, the fse diagnosed the unit and tested the drawer without any issues. The customer confirmed the station was functioning properly. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 was reported to fail daily. The user stated that they had to recover the drawer each day and eject a new cubie during each recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.